Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, when stapling the stomach, they set up the reload with the reinforced material on the reload. When they closed the handle and fired the reload, no stapling occurred. They used the same handle with another reload and it worked properly. There is no patient injury.